Event description:
It was reported that the patient experienced urinary retention with an artificial urinary sphincter (aus) leading to a replacement surgery. The physician suspected that the inability to void might have been contributed by the patient being on a chair due to his spina bifida. There were no device issues with the explanted device; however, the physician felt the previous device might have been too tight; therefore, upsizing the cuff component. There were no further patient complications reported.